Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 105, damaged electrode belt receptacle) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt and displayed a service code 105. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The damaged wires caused the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 105 (pulse test relay stuck) and that the monitor's electrode belt receptacle was damaged.